Manufacturer narrative:
Correction: h3 & h6. Product event summary: the full delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated fluid pathway leak was observed on the delivery system. The delivery system outer shaft was bent. The tether was frayed. The delivery system tether port leaks. Blood was observed on the flush tube of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the tether tube of the delivery system. The delivery system tether lock leaks. The inner boss of the delivery system was loose. The analyst noted due to the resistance happened when device was pulled by the tether and blood and frayed were observed on the tether, the analyst was opened the handle and found there was a lot of blood in the tether tube, and the tether lock housing. The flush test was also performed due to blood was observed in the tether lock housing and there was found leak in the handle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The leadless implantable pulse generator (ipg) delivery system was returned for analysis as it as misshapen. The delivery system was analysed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated fluid pathway leak was observed on the delivery system. The delivery system outer shaft was bent. The tether was frayed. The delivery system tether port leaks. Blood was observed on the flush tube of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the tether tube of the delivery system. The delivery system tether lock leaks. The inner boss of the delivery system was loose. The analyst noted due to the resistance happened when device was pulled by the tether and blood and frayed were observed on the tether, the analyst was opened the handle and found there was a lot of blood in the tether tube, and the tether lock housing. The flush test was also performed due to blood was observed in the tether lock housing and there was found leak in the handle. If information is provided in the future, a supplemental report will be issued.